Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oss femoral catalog # unknown lot # unknown. The product was requested but was not returned. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR: 0001825034 - 2019 - 04998.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due instability. Attempt for further information has been made, but no further information has been provided.